Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7077961, UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had migrated. The patient underwent revision procedure, wherein the lead was moved slightly and remains implanted and in use.